Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26mm transcatheter bioprosthetic valve, into a derived perimeter of 22mm annulus, the valve was positioned and under a ¿push test¿, appeared to be stable. Final release was made with the same ¿push¿ on the catheter. As the valve was released, it dislodged towards the ventricle and interfered with the mitral valve. Hemodynamics were stable and the valve was snared into a better position that no longer interfered with the mitral valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient's initials were received and have been added to this report in section. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: review of the angiogram still frames showed a good loaded valve. Image 1 showed a valve that is deployed deep and interfering with the anterior mitral valve leaflet. Image 2 showed the valve deployed at 100% in a better position, most likely after the reported snaring of the valve. Unfortunately, as these were still images, and we did not receive the full angiogram cines of the procedure, we are unable to determine the cause of the reported valve dislodgement. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, but a root cause could not be established from the information available. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Mitral valve interaction can potentially be affected by factors such as an implant depth which impinges on mitral valve function or damage to the mitral valve itself, and in the still images provided, the valve had been dislodged deep and was impinging on the mitral valve until it was snared into a better position. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.